Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient was implanted the optease filter. The filter subsequently malfunctioned and caused injury and damage to patient, including, but not limited to: tilt and perforation of the filter outside of the wall of the ivc. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient was implanted an optease filter. The indication for the filter placement was a history of deep vein thrombosis in the left lower extremity and the need for bilateral knee replacement surgery. According to the information provided the filter malfunctioned and caused tilt and perforation of the filter outside of the wall of the ivc. The patient became aware of the reported issues approximately three years and seven months post implant. The filter was removed percutaneously. The patient reports being constantly worried and experiencing anxiety prior to the filter removal and continues to worry about the damage and scarring caused to the ivc by the filter. The filter was placed via the right femoral vein and deployed just below the renal veins. The patient tolerated the procedure well. Approximately three years and eleven months post implant the filter was removed percutaneously at the request of the patient. Details of the removal procedure noted a venogram performed after the filter retrieval showed minimal stenosis at the location of the prior filter without extravasation. During the removal procedure multiple unsuccessful attempts to snare the inferior hook of the filter were made with a gooseneck snare, followed by an atrieve vascular snare. The filter was ultimately retrieved by looping a glidewire through the struts of the filter and using a gooseneck snare the glidewire was captured in the filter and pulled out through the sheath. The report also notes that using gentle tension, the apex of the filter was freed from the sidewall of the ivc. Additional access was made via the right internal jugular vein, in order to visualize the ivc, due to concern for the filter shearing the sheath. After manual tensions and gentle rotation, the filter was fully retracted into the sheath and removed completely intact. The patient was transferred to the recovery unit and discharged home the same day. The plan was to follow up with interventional radiology after performing a leg ultrasound to evaluate the greater saphenous vein due to bilateral leg pain and swelling. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel/ivc perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received and the patient profile form indicated that the patient reports perforation of the filter strut(s) outside the inferior vena cava, filter tilt. The patient became aware of the reported issues approximately three years and five months post implant. The filter was removed percutaneously. The patient reports being constantly worried and experiencing anxiety prior to the filter removal. The patient still worries about the damage and scarring caused to the ivc by the filter. Filter removal record: venogram performed after the filter retrieval shows minimal stenosis at the location of the prior filter without extravasation. During the removal procedure multiple unsuccessful attempts to snare the inferior hook of the filter were made with a gooseneck snare, followed by an atrieve vascular snare. The filter was ultimately retrieved by looping a glidewire through the struts of the filter and using a gooseneck snare the glidewire was captured in the filter and pulled out through the sheath. The report also notes that using gentle tension, the apex of the filter was freed from the sidewall of the ivc. Additional access was made via the right internal jugular vein, in order to visualize the ivc, due to concern for the filter was shearing the sheath. After manual tensions and gentle rotation, the filter was fully retracted into the sheath and removed completely intact. The patient was transferred to the recovery unit and discharged home the same day. The plan was to follow up with interventional radiology after performing a leg ultrasound to evaluate the greater saphenous vein due to bilateral leg pain and swelling.

Manufacturer narrative:
As reported, the patient was implanted the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to patient, including, but not limited to: tilt and perforation of the filter outside of the wall of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.